Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a review of the patient's stored electrograms noted the right atrial (ra) lead exhibited undersensing and oversensing during atrial arrhythmias. It was also reported the ra lead exhibited diminished sensing. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.